Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 6 days (19jul21 ¿ 25jul21) per time stamp. On 20jul21 at 16:00 and 16:01 the no external power alarm activated while connected to mpu due to both the white and black lead voltages diminishing to ~2v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The mpu, serial (B)(6) , was not returned for analysis and remains in use. Additional information provided on 28jul2021 revealed that the patient stated they had unplugged their mpu from the wall to untangle the cord while their controller was connected to it. There were no environmental circumstances that would have affected ac power at the time of the event. The root cause for the reported event was determined to be unplugging the power cord from the wall, per the additional information. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with operating the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a no external power event was captured in log files on (B)(6) 2021. This was caused by the power to the mpu being briefly interrupted. It was later reported that the patient stated that they unplugged the mpu from the wall to untangle the cord while their controller was connected to it. The mpu will not be returning.